Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure the jaw of the instrument didn't close completely. Therefore, a new instrument was opened and finished surgery. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper tip of the I-blade broken and not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged I blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close there is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.